Event description:
It was reported that this pacemaker was explanted due to a non-specific product performance allegation. A new device was implanted. No additional adverse patient effects were reported.